Event description:
It was reported that patient presented to clinic for follow up. It was noted that the pacemaker (pm) failed to be interrogated and there was no reaction to the magnet. Additionally, the pacemaker has entered back up mode. The pm was explanted and a new pm was implanted. The patient had no consequences.

Manufacturer narrative:
Additional code and b5 were updated for muscle stimulation and discomfort feeling.

Event description:
Information was updated that the patient had muscle stimulation and felt discomfort.

Manufacturer narrative:
The reported event of unable to interrogate and backup operation were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.